Manufacturer narrative:
Contact with the customer concerning and a response was received indicating that the device will not be returned for an investigation. Should the complaint device ever be received in the future, this investigation may be reopened.

Event description:
It was reported that a black piece broke off inside the patient. There was no injury to the patient. No packaging, information or device is available and therefore nothing will be returned for evaluation.